Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, chronically low r-waves and a potential dislodgement. It was noted that the patient experienced extremity swelling. The rv lead is scheduled to be revised and remains in use. No further patient complications have been reported as a result of this event.